Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was a removal of implants and internal fixation of an expert tibial nail on (B)(6) 2015. The initial implant occurred on (B)(6) 2015. The patient came in for delayed union of the distal tibial and to do a revision with tibial nail. X-ray on (B)(6) 2015 shown the cortical screw was broken. The plate and variable angle (va) screw head was discovered broken into two pieces on (B)(6) 2015. An expert tibial nail was implanted to patient after removing the plate. Surgeon mentioned patient was very active which may have contributed to the plate breaking. The patient outcome post-surgery was reported as optimal. This is report 1 of 3 for (B)(4).